Event description:
The user tested a sample for afp with an initial result less than the detection limit of the assay. Upon repeat, result was around 4.00 (no information was provided to determine units of measure was provided). No information was provided to determine if any erroneous results were reported or if the patient was adversely affected due to the results. The investigation is ongoing. If additional information is received, appropriate notification will be provided.

Event description:
The user tested a sample for afp with an initial result less than the detection limit of the assay. Upon repeat result was around 4.00 (no units of measure was provided). No info was provided to determine if any erroneous results were reported or if the pt was adversely affected due to the results. The investigation is ongoing. If additional info is received, appropriate notification will be provided.

Manufacturer narrative:
As no data was provided, an exact root cause investigation was not possible. No adverse events were reported.